Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:04 (ce response timeout) error message" was not confirmed during the functional testing but confirmed during the event log review. Unable to duplicate the customer reported error message during the evaluation and the ivtm system worked as intended. The probable root cause for the reported complaint was due to degraded lm-34 temperature probe or input / output pca board, likely caused by the normal wear and tear of the ivtm system. The ivtm system was manufactured in february 2015 and is almost 5 years old. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system passed the functional testing and overnight burn-in tests without any error. The event log review showed occurrence of eight tcmid:04 (ce response timeout) error messages on the reported complaint date. Upon customer approval, service will be performed and the ivtm system will be further tested to full specification. Historical complaints were reviewed and there was no similar complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During routine self-test, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:04 (ce response timeout) error message. No patient involvement.